Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited far r wave over sensing. The device had previously been programmed to aair, per physicians desire not to ventricular pace. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.